Event description:
It was reported the ipg has tilted and is moving inside the pocket. As a result, surgical intervention was undertaken on (B)(6) 2014 securing the device into place.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.